Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds. The pusher assembly outer diameter was measured and was within specification. Conclusions: evaluation of the returned smart coil revealed that the embolization coil had offset coil winds along its length. If the introducer sheath is not properly aligned within the hub of a parent catheter prior to advancement, resistance may be experienced. If the smart coil is forcefully advanced against resistance, damage such as offset coil winds may occur. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a davf in the ophthalmic artery using penumbra smart coils (smart coils). During the procedure, the physician successfully implanted five coils and a penumbra coil into the target location using a non-penumbra microcatheter. While the physician was advancing the next smart coil through its introducer sheath, resistance was encountered. The smart coil was then retracted and re-advanced, but the same issue occurred. The smart coil was therefore removed and was no longer used in the procedure. The procedure was completed using fifteen other coils and the same microcatheter. There was no report of an adverse effect to the patient.